Event description:
It was reported that a person using the ilet experienced prolonged hyperglycemia after disconnecting the pump during travel when insulin supplies were unavailable; they self-administered 25 units of long-acting insulin and later 10 units of rapid-acting insulin, remained above 300 mg/dl, and then planned to reconnect to the pump after being advised to confirm sensor accuracy with a fingerstick and allow the correction algorithm to operate. Symptoms included high blood glucose without reported clinical sequelae. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that the event was associated with pump disconnection and manual insulin dosing, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.